Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pose of a tavi under coronary angiography an gas embolism was experienced. During the first injection of contrast medium into the left coronary artery air was injected into the tap level, causing a gas embolism marked by a loss of knowledge and cardio-respiratory arrest. The patient was put on ECMO and transferred to intensive care. A user error is reported. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pose of a tavi under coronary angiography an gas embolism was experienced. During the first injection of contrast medium into the left coronary artery air was injected into the tap level, causing a gas embolism marked by a loss of knowledge and cardio-respiratory arrest. The patient was put on ECMO and transferred to intensive care. A user error is reported. No additional patient consequence to report.